Event description:
It was reported that this lead was explanted and replaced due to a non-specific product performance anomaly. It is unknown if this lead is available for return. No additional adverse patient effects were reported.

Event description:
It was reported that this lead exhibited an increase in pacing thresholds which the physician suspected to be caused by a micro perforation. It was decided to explant and replace the lead. It is unknown if this lead is available for return. No additional adverse patient effects were reported.